Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product aesculap010 (reportedly metzenbaum adtec monopolar tc dissecting scissors) via information received from medwatch (B)(4). According to the complaint description, the device broke during laparoscopic surgery. The procedure was uterine myomectomy, right ovarian cystectomy. Two fragments were produced and one was removed. The second was unable to be located. However, x-ray results showed a residual 2mm object. There was no risk of harm to the patient due to the small size of the fragment. An additional medical intervention was required. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9 - no product returned e1 - additional contact h6 - codes updated. Investigation results: the complained product was not available for investigation. Neither an article number nor lot number could be identified. Batch history review: a review of the device quality and manufacturing history records is not possible since the lot number is unknown. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.